Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and hand injury. Concurrent conditions included depression, pyoderma, cough, low grade squamous intraepithelial lesion, papanicolaou smear abnormal, nicotine dependence, glucose tolerance impaired and tobacco use disorder. Family history included breast cancer. Concomitant products included paracetamol (pain relief) for migraine and headache. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dental caries ("dental problems teeth decaying, became brittle and started chipping"), teeth brittle ("dental problems teeth decaying, became brittle and started chipping") and tooth fracture ("dental problems teeth decaying, became brittle and started chipping"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2016, the patient experienced ovarian cyst ("cyst formed on right ovary"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, dental caries, teeth brittle, tooth fracture, migraine, headache, anxiety, weight increased, abdominal distension and ovarian cyst outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal distension, anxiety, dental caries, dysmenorrhoea, headache, migraine, mood swings, ovarian cyst, pelvic pain, teeth brittle, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2016: specimen(s) received right and left fallopian tubes. Final diagnosis right and left fallopian tube segments complete cross sections of unremarkable fallopian tube segments. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: pain pelvic, hormonal changes describe: mood swings, dental problems teeth decaying, became brittle and started chipping, migraines, headaches, anxiety, dysmenorrhea (cramping), weight gain, bloating, cyst formed on right ovary and cramping. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.